Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they went to charge the implanted ne urostimulator and got halfway through when the controller displayed a message that the controller battery was low so they had to terminate the recharging session. Pt said that the controller battery was not actually low at the time and that the controller battery was fully charged when the message had appeared. Pt said that they reset the controller and tried recharging the implantable neurostimulator (ins) again but the same thing happened. Agent had the pt reset the controller. Agent also had the pt check the controller port and pt said that it looked fine. Pt only had the controller present during the call, so agent was unable to obtain the recharger serial number during the call. Pt said that every time they would recharge the ins, the recharger paddle would burn their ins inside of them. Pt noted that they would recharge the ins twice a week. When asked for the event date, pt said that it had been about three to four months at least. Pt will call patient services (pss) back with the recharger serial number so that the recharger can be replaced. Pt called back with the recharger (rtm) serial number and confirmed rtm is getting really hot when she is charging and then the controller turns off and they are getting the message "battery low and it terminates the charging session and the controller battery is showing 90%, then "the battery level went up to 200% then back down to 90%. A replacement rtm was sent out.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found the complaint was unable to be verified. They found no issues with finding or charging the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.